Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into the was and snapped together. A contrast picture was taking after this which showed that there was a perforation in the back of the appendage. This perforation resulted in a pericardial effusion. The closure device was deployed, but did not meet release criteria and needed to be partially recaptured. The second deployment was successful and the closure device was implanted in the laa of the patient. The patient stayed hemodynamically stable throughout these entire events. There was no intervention needed for the perforation or pericardial effusion. The patient was discharged the next day with no further complications or interventions needed.